Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d.4., d.9, g.2, h.3, h.6. Device evaluation: visual analysis of the returned device identified: an opening on anterior, flat creases, underweight. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior assessed as surgical damage consistent in the use of some surgical tool.